Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).

Event description:
It is reported that a customer's mother had issues with her daughter's insulin pump not transmitting the blood glucose. The pt's blood glucose level was at 434 mg/dl. The customer stated that there were no significant events that could have led to the issue. The mother was assisted with correctly programming the insulin pump and was advised that the pump works as it was designed. No further info was provided.